Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier for non sustained lead noise episode. It was observed that non-sustained lead noise episode was incorrectly triggered due to 3 erratic pvcs which resulted in a mismatch on the far field and the near-field channel. The device was reprogrammed.